Event description:
Ref imp#: (B)(4).

Manufacturer narrative:
The device was evaluated by a resmed distributor in the (B)(4). The evaluation determined the root cause to be the pneumatic block component. The components was replaced to resolve the issue. (B)(4).